Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed System Error 322 (Link Switch Error (low). The cause was identified to be a lower link switch not responding as intended. The lower auxiliary will be replaced to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned Spectrum Pump, the device alarmed system error 322 (Link Switch Error (low)). No additional information is available.